Event description:
Bayer case number: (B)(4). Underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2009 and underwent surgery on or about (B)(6) 2010. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure device perforated through the right uterine sidewall/cornua [uterine perforation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device perforated through the right uterine sidewall/cornua") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of morbid obesity, vitamin d deficiency, sleep apnea, acid reflux (esophageal), anxiety state, attention deficit hyperactivity disorder, smoker, pulmonary embolism, urinary tract infection, parity 2 and gravida ii. The patient had a family history of diabetes mellitus (father), hypertension, myocardial infarction, thyroid disorder (mother) and thyroid disorder (grandfather). Concurrent conditions were listed as uterine pain, frequent periods, menses irregular, stress urinary incontinence, inability to lose weight, knee pain, fatigue, stress urinary incontinence, dysmenorrhea, endometrial thickening, abnormal uterine bleeding and pelvic pain female. In (B)(6) 2009, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with enoxaparin sodium as well as surgery (hysteroscopic removal of essure coil from right cornua 3. Dilatation and curettage). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2009 and underwent surgery on or about (B)(6) 2010. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] on (B)(6) 2023: enlarged globular uterus. The uterus was approximately 9 cm. Bilateral fallopian tubes were consistent with previous tubal occlusion procedure. Bother tubes with two filshie clips noted. Bilateral ovaries are grossly normal appearing. The appendix was not visualized. The upper abdomen was also normal appearing. [Pathology test] (date unknown): a: endometrium specimen received labeled "endometrial curettings" and consists of a 2.8 x 2.8 x 0.7 cm aggregate of tan brown tissue admixed with a small amount of hemorrhagic material entirely. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-aug-2025: medical record received. Event medical device removal is replaced with new event uterine perforation. Medical history & family history added. Lab data added. Treatment drugs are added. Additional reporter added. Patients date of birth added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.